Manufacturer narrative:
Follow-up # 1 (06/05/2013)-device evaluation: a meter DHR (device history record) was requested and completed for this product and no deviations, non-conformances, or reworks were observed. The test strip retains were also requested and evaluated by product analysis; the retains failed accuracy/precision testing.

Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests 4x daily and manages his diabetes with insulin pump therapy. The alleged issue began in (B)(6) 2013. One evening, the patient alleged obtaining a "higher than usual" result with the subject meter; however, the patient could not specify the result obtained. Based on the alleged result, the patient administered self an increased dose of humalog insulin (amount not specified). A couple hours later, the patient alleged he was making noises in his sleep and awakened by his wife. The patient claimed he woke with symptoms of sweating, incoherent and couldn't think. The patient denied developing any additional symptoms at that time. The patient was administered a glucagon injection as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca walked the patient through quality control testing which tested within specifications. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter has passed testing. The alleged issue was not observed. The test strips were tested and the primary complaint was not confirmed. The control solution was also returned; however, testing was not required for this complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.